Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 23 mm sapien 3 valve by tf approach in the aortic position, the balloon of the delivery system burst at the beginning of inflation. An attempt was made to retrieve the system but the tip of the delivery system had become separated and the valve ¿sliced¿ on the wire. Due to the inoperability of the patient, it was decided to trap the valve and the broken tip with an ¿aortic prosthesis¿ in the abdominal aorta. The patient is doing well.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed that the crimp balloon was torn, adhesive was present at the location where the guidewire shaft was bonded to the nose tip, the spring was stretched out in its entire length (still intact at the proximal and distal joints), signs of compression were observed on the distal end of the flex shaft and gouges were observed on the flex tip face. No other abnormalities were observed. Functional testing was not performed due to the returned condition of the device (crimp balloon torn; inflation balloon and nose tip were not returned). The complaint was confirmed by visual inspection. Dimensional testing was performed on the wall thickness of the balloon and was found to be in within specification. During manufacturing, the device including the balloon is visually 100% inspected for the following: working length, balloon diameter, proximal and distal leg inner and outer diameter, double wall thickness, witness lines, contamination, mechanical damage, deformation, crow¿s feet, scratches, gel-spots, and fish eyes. Balloons are sampled tested for burst testing and additional visual inspection. During manufacturing, the delivery system and balloon undergoes 100% inspection for the following: smooth bond joint with no gap between components, guidewire shaft is fully inserted into the nose tip, and laser bonding for any contamination. In addition, the balloon undergoes 100% inspection for the following: balloon size, pleat and fold process, distorted/pinched folds, and contamination. The assembled delivery system is 100% inspected by both manufacturing and quality for damage or missing components, and distorted/pinched folds. In addition, the delivery system is 100% leak tested. During product verification (pv) testing, visual inspection for kinks, cracks, missing components, missing small white marker band on balloon shaft, retrieval force and balloon bust pressure is tested on a sampling basis. The burst pressure of the tested units after a cycle. The lot meets statistical requirements as it exceeds the acceptance criteria of a lower specification limit. In addition, the device is inspected for kinks, inflation/crimp balloon bond, nose tip/inflation balloon bond and nose tip/guidewire shaft bond is intact. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. The device history records (DHR) was performed and did not reveal any manufacturing non-conformance that would have contribute to this event. The lot history review revealed no other complaints related to balloon ¿ torn, distal tip, nose tip ¿ separated or delivery system ¿ withdrawal difficulty. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon ¿ torn, distal tip, nose tip ¿ separated and delivery system ¿ withdrawal difficulty were confirmed based on the condition of the returned device. However, no manufacturing non-conformance was found in the returned device. Review of lot history and DHR revealed no manufacturing non-conformances that could have contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigation also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. As no issues were noted during device prepping and de-airing, the device had no issue out of box. It is likely that the torn balloon and separated nose tip occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). The pra identifies increased alignment forces experienced during the procedure as possible root cause of the complaint event. Increased alignment forces can result from the following: if the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. Flex tip gouges observed during the evaluation of the returned device suggesting the diving of the thv into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question complaint history review suggests that procedural factors may have contributed to the reported withdrawal difficulty. As a result of the torn balloon, the balloon component could have been caught on the sheath distal tip during device retrieval, leading to withdrawal difficulty. To overcome the withdrawal difficulty, device manipulation and/or excessive retrieval force may have been applied to pull the system through. This is the likely cause of the guidewire shaft separating from the nose tip. The complaints for were confirmed but no manufacturing non-conformances that would have contributed to the complaint events were identified. In this case, available information suggests that patient and/or procedural factors may have contributed to the complaint event. No labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. A review of complaint history for april 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of separated or withdrawal difficulty. However, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in pra.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination a tear in the crimp balloon was observed.